Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's defibrillator monitor does not charge. There is no patient involvement.